Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump failed volume test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal missing, a scratched lens, a bubbled downstream occlusion (dso) seal, and a lifting air detector. There was no evidence to review in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was duplicated. The most probable root cause is expulsor is too tall or the valves have worn out. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.